Event description:
A customer contacted baxter's technical service center to report a power failure with homechoice (hc) machine before use. Per initial report, the home pt (hp) stated that when he powered the hc machine on he heard a loud pop and saw sparks coming out of the back of the machine. The hc machine would not power on and the electrical outlet worked fine. The technical service rep (tsr) arranged to swap the hc machine. The hp stated having manual supplies and the tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the replacement machine arrived. The hp would program the new hc machine or have his registered nurse (rn) assist. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
.